Event description:
It was reported that during catheter placement procedure, the device allegedly had a fracture. The procedure was completed using the same device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a complaint history review was performed. This is the first complaint reported to date for this product and lot, therefore a device history record review is not required. Investigation summary: one peel-apart sheath, vessel dilator and luer cap were returned for evaluation. Gross and microscopic visual were performed. The investigation is confirmed for the reported dilator tip damage as the distal dilator tip appeared damaged and frayed under microscopic observation. Furthermore, the tip of the dilator also appeared deformed. A definitive root cause could not be determined. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 10/2024),

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. Expiry date 10/2024.

Event description:
It was reported that during catheter placement procedure, the device allegedly had a fracture. The procedure was completed using the same device. There was no reported patient injury.